Manufacturer narrative:
The customer replaced cpu tray cover and thumbwheel screws to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the bottom cover that mounts to the roll stand was broken. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested the part number of the central processing unit (cpu) tray cover and thumbwheel screws to order and replace.